Event description:
It was reported that 9800 system had a low ma error message and irratic image. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.